Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the emergency room (ER) due to a seizure. A remote transmission shows the r-wave trend has decreased on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.